Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned, protective touch screen film damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and encountered m01-19 unexpected fpga reset alarm. Valve actuation test passed. System air leak test passed. The teach pumps test passed. Accelerated stress test was performed and voltage lowered below 4.8v after a while. Failure traced to a loose connection, j8 cable (5v dc, power supply side) not seated properly. Cable was removed after the investigation. A (as-received with reduced dwell) simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event.

Event description:
On (B)(6) 2024 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly issues. During follow-up, it was documented that the patient was hospitalized on (B)(6) 2024 and diagnosed with a hernia. The surgeon stated that fluid was leaking into the patient¿s scrotum due to the hernia. The patient was tired of the issues encountered during pd and transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with hospitalization and transition to hemodialysis. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6)2024 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly issues. During follow-up, it was documented that the patient was hospitalized on (B)(6)2024 and diagnosed with a hernia. The surgeon stated that fluid was leaking into the patient¿s scrotum due to the hernia. The patient was tired of the issues encountered during pd and transitioned to hemodialysis (hd). The patient was discharged on (B)(6)2024. Attempts to obtain additional information were unsuccessful.